Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. The review of logfile for the day of treatment shows all laser system functions were within specifications. The initialization checks were performed successfully without issues. The logfile shows thirty-seven successfully performed treatments. The reported treatment could be identified in the logfile. The logfile shows that the beam control check was performed about three minutes and thirty-five seconds before the start of the treatment and not immediately before the treatment. The treatment of the patient's left eye was finished successfully without any issue. The user operated within the recommended energy settings. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. The local clinical application specialist was on site to attend the following surgery along with the field service engineer. The issue did not occur again, and all observed cases were without incident. The clinical application specialist has confirmed that she has heard no further reports of the rings occurring. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. Based on the current report, a system verification was performed. During this verification, the local field service engineer worked closely with representatives of global technical service to confirm system and could not identify any technical issues with the device on site. All tests per service and installation were passed successfully. The root cause of the reported issue could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that a concentric ring was observed on the treatment area after flap lifting, resulting in a complication during flap lifting in the left eye during refractive surgery. There are multiple related reports for this event. This report addresses the patient (B)(6), left eye and other manufacturer reports will be filed.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).